Manufacturer narrative:
(B) (4). Evaluation results of the returned products found that the alarm passed all functional tests. The sensor pad passed all functional tests; however, has folds and creases. Posey warning label on the sensor pad states "caution: do not roll, fold, bend or crease sensor, this may cause damage and will void warranty". (B) (4).

Event description:
The customer reported that the nurse had put the alarm on hold and assisted the patient out of bed. They put him back on the sensor pad which was under his shoulders at approximately 2:45 pm and took the alarm off of hold. The nurse heard a beep and saw the flashing hold light go off. At approximately 3:40 pm the nursing staff heard the patient yell "nurse" and they ran into the patient's room. They found the patient on the floor on his buttocks with his legs crossed. The alarm had no alarm tone. The patient was taken to the hospital to be x-rayed. It was discovered that he had an spontaneous hip fracture on the right side. He had hip surgery on (B) (6) 2010 and his prognosis is excellent.